Manufacturer narrative:
The customer reported that a red alarm did not come through for a particular pt and was requesting assistance to check the logs. Preliminary investigation of the monitor alarm logs show that the monitor alarmed many times for this pt, and the alarms were acknowledged (silenced) both at the bedside and also at the central station. Philips is in the process of investigating this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a red alarm did not come through for a particular pt and was requesting assistance to check the logs.